Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system gantry would not open when the open button on the pendant was pressed. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135, serial/lot#: unknown, h3) no hardware parts have been received by the manufacturer for evaluation. Codes: b17, c20, and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): replaced the gantry lower door cap.because of the impact, it caused the door to have issues not opening.verified with multiple open/close had no issues.performed system checkout.unit is operational. To replaced the gantry lower door cap.because of the impact, it caused the door to have issues not opening.verified with multiple open/close had no issues.performed system checkout.during system checkout, found the door wench cable to be a grade "b". Codes b01, c07 d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.